Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after hearing an alert. Upon interrogation, it was noted that the alert had been triggered due to short v-v intervals and non-sustained episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.